Event description:
It was reported that during dilatation in the moderately calcified left superficial femoral artery, the balloon was inflated and ruptured below rated burst pressure during the first inflation. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the balloon catheter was returned with blood in the guide wire lumen and on the balloon, consistent with being advanced over a guide wire and into the anatomy. There was contrast in the balloon and the balloon was loosely folded, consistent with being inflated. There was no damage noted to the balloon catheter. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. To ensure this type of damage is not a result of a potential manufacturing related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity. The reported rupture was not confirmed on the returned balloon. An indeflator, filled with grastrografin diluted 1:1 with water, was used to inflate the balloon to rbp with no rupture noted to the balloon. There was no leak noted to the balloon catheter. The returned fox sv had no balloon rupture or leak noted during functional testing. There were no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot was performed and there have been no other incidents reported for this lot. There is no indication of a product quality deficiency.